Event description:
Customer's mother reported customer was hospitalized for high blood glucose on (B)(6) 2014. Customer's blood glucose was 487 mg/dl when admitted. Customer experienced fatigue, vomiting, and dehydration. He was diagnosed with diabetic ketoacidosis. Customer's mother said the insulin pump malfunctioned. No other details were provided. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).